Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable damage was confirmed via evaluation of the returned system controller (serial number: (B)(6). Visual inspection of the returned system controller revealed that the outer jacket of the black power cable was torn near the strain relief on both the connector and controller housing sides of the power cable. A green fluid substance consistent with fluid ingress was observed to be coming from inside the power cable at the location of the tears. The observed damage and fluid ingress did not affect the functionality of the controller during testing. The system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The power cables were manipulated by hand during testing without issue. The controller was disassembled for visual inspection of the internal components and no issues were observed. The outer jacket of the power cables was removed for further inspection of the underlying wires, revealing fluid ingress on the underlying layers and wires. No other physical anomalies were observed. The log file downloaded from the returned system controller contained approximately 6 days of data (01may2020 ¿ 07may2020 per the timestamp). The driveline was disconnected on (B)(6) 2020 at 15:01:41 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use and heartmate 3 patient handbook explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook describes how to care for and clean all equipment, including the system controller power cables. It also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. It provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. It also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. It also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: dim pump running leds, software version missing from the label, damaged strain relief on the connector and housing side of both power cables. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the controller wire was cracked. The controller was exchanged for the backup controller and the patient was given a loaner as backup.